Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that around (B)(6) 2018, patient experienced post-op difficulties. The zevo plate screw that a doctor put on patient c5 c6 was placed too high (hitting bone above) and top screws loosen. Patient said that after 2 years of telling them something was wrong, they dismissed him, sent him back to work, lost his disability.